Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the posterior descending artery (pda). The right coronary artery had previously been treated with a 2.25x12mm express2 stent. The physician was advancing another 2.25x12mm express2 stent toward the target lesion when it became hung up on the previously placed stent causing the 2.25x12mm express2 stent to dislodge from the balloon. The physician placed an additional wire and balloon and pinned the dislodged stent against the vessel wall. The physician went on to successfully complete the procedure, implanting another stent in the pda. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.